Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for leakage/dripping during use of the product by the end-user. Zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: unconfirmed, no sample received.

Event description:
It was reported that during use of the pen ii organon puregon® pen second gen there was leakage there was medication still left over the 5 day prescription. Patient used remaining prescription on the last day. The following information was provided by the initial reporter: patient does not administer ant concomitant therapy. In (B)(6) 2019, patient started the therapy with puregon (follitropin beta) 300 ui (75 iu for 5 days) for non-informed reasons, under medical prescription. Reporter said that, at the 5th day of administration, there was still a remainder of the drug inside the ampoule. Due to it, the patient used remainder.

Event description:
It was reported that during use of the pen ii organon puregon® pen second gen there was leakage there was medication still left over the 5 day prescription. Patient used remaining prescription on the last day. The following information was provided by the initial reporter: patient does not administer ant concomitant therapy: in (B)(6) 2019, patient started the therapy with surgeon (follitropin beta) 300 ui (75 iu for 5 days) for non-informed reasons, under medical prescription. Reporter said that, at the 5th day of administration, there was still a remainder of the drug inside the ampoule. Due to it, the patient used remainder.